Event description:
Literature was reviewed regarding the use of an acellular biologic matrix envelope for cardiovascular implantable electronic device (cied) placement. The authors described a patient with a history of right-sided breast cancer underwent right-sided lumpectomy with a tissue expander and left-sided subpectoral breast augmentation. A left-sided implantable cardioverter defibrillator (ICD) was placed and due to persistent manipulation of the incision, the device was almost exposed. An urgent pocket revision was performed with a suture fixation to the pectoralis minor muscle. Approximately six months later, the patient presented with complaint of chest discomfort; they were stable, and afebrile. A chest x-ray revealed that the ICD had migrated into the submuscular breast implant capsule. A revision was performed to place the ICD in an appropriate position, and it was wrapped in a bioprosthetic matrix. There was no evidence of infection. The device remains in use. No additional adverse patient effects were reported.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. The event only occurred with one patient. Referenced article: use of acellular biologic matrix envelope for cardiac implantable electronic device placement to correct migration into submuscular breast implant pocket. Archives of plastic surgery. 2023 mar 28; 50(2):156-159. Pmid: 36999148 doi: 10.1055/a-2015-8803 digital sharing of the article would be in violation of copyright permission. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.